Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at tubing during use, fluid leakage was found in the tubing, rendering it unusable.

Manufacturer narrative:
1. The customer returned 4 photos but did not return the defective sample. The photos show: the sku is 383033, batch number 4352309, the extension tube of the sample is leaking blood / fluid. 2. DHR/bhr review (lot#4352309): 1) the products of this batch were assembled at intima ii auto line 2 in jan 2025 and packaged at r240 package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the extension tubing batches used in this batch of products is 4328561. Review the raw material inspection records, no abnormalities. 3. 45psi leakage test the retained sample of this batch, the test is qualified, no leakage at the sample. 4. When the extension tubing is pinched to one side and not centered in the pinch clamp, the extension tubing may be damaged, cause leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. The returned photos show extension tube of the sample is leaking blood / fluid. Since the defective sample is not returned, the relevant tests cannot be carried out, and the use of the sample is unknown, so the root cause of the complained defects cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.